Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of lot identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent an initial plate implantation on an unknown date. The patient began experiencing minor discomfort. Therefore, the patient underwent a revision to remove the plate and screws. During the revision, it was discovered that the plate had fractured over a previous non-union fix of the bone. The devices were removed without complications and the surgeon removed the segment of rib to complete the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.